Event description:
It was reported that the right atrial lead showed no capture. It was also reported that there may be a lead fracture. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary- the full lead was returned in segments, analyzed and the distal conductor of the lead developed a fracture due to flexing while in vivo. Analysis comments- the distal conductor continuity test was failed. Performed destructive analysis and visual inspection of distal coil. Fracture was observed. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: (B)(4) defibrillator 2009 (B)(6); 6947-65 implantable tachy lead 2009 (B)(6). (B)(4).